Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer will replace the graphic user interface (gui) printed circuit board (pcb) and have field service engineer (fse) download software.

Event description:
The customer reported an 840 ventilator with an erratic display. The ventilator was not on a patient at the time of the event.